Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, severely calcified and 99% stenotic proximal left anterior descending artery. The physician advanced the 2.0x12mm maverick2 balloon to the lesion and inflated it to 12atms for thirty seconds on the first inflation and then inflated it to 12atms for five seconds, on the second inflation, and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a 2.5x15mm quantum maverick balloon and the deployment of a bare metal stent. Patient status is reported as ''good".